Event description:
It was reported that the patient was admitted to the hospital after receiving an inappropriate shock which caused patient to fall. It was also reported that the patient received the inappropriate shock due to the algorithm not withholding therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.